Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b2, b5, d4, d6a, g2, g4, h4, h6

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown

Event description:
Patient reported "mastitis as a result of a fibroadenoma with encapsulation. The implants have several folds". The event of "mastitis as a result of a fibroadenoma" is considered not device related. Device remains implanted. This relates to the right side.